Event description:
A patient reported experiencing inaccurate haigh results with a sure step meter. The patient's blood glucose results were "279 mg/dl and 101 mg/dl" on their meter. Tests were done within 19 minutes with a difference of 83%. Patient did not experience any adverse events.